Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The irrigation delivery connector/system has been cut from the fluid line. The electrode has been used. There is a dark mark on the tip from an arc. A part of the electrode is missing at the dark mark. Debris is on and around the electrode. Product was out of the original packaging. No packaging returned. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (7,3). The wand produced a small amount of plasma just before arcing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an intended use of the device. Factors that could have contributed to the failure include exposure of the device to high temperatures or contact with metal objects while activating the wand. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an ent procedure, while the surgeon was using the procise max wand on the yellow pedal, there was a bigger plasma arc that came from the tip and the electrode dissolved partially. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported. Per preliminary results of the investigation, the functional evaluation showed the wand produced a small amount of plasma just before arcing.